Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a b30 scope communication error. The device was inspected prior to use, the issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information provided based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device had a b30 error due to a faulty scope socket. Additional (non-reportable) findings include the following: the front panel was cracked below the scope socket and the lamp hours were at 500 or more (a non olympus lamp was used). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon (b30 error) occurred due to damaged scope socket and support coil. However, a specific cause regarding the damage could not be identified. Olympus will continue to monitor field performance for this device.